Event description:
Information received from the field notes that during a routine follow-up, interrogation found the device in back- up mode. During the download attempt, the battery status indicated eol/rrt characteristics. The patient reported that he lived near a cellular phone transmitter and high voltage towers. He also reported visiting a neighbor while that neighbor was welding. The patient was not pacemaker dependent or symptomatic and replacement was scheduled.